Event description:
Patient received an overdose after correction of a programming error. The programmed drug concentration was 9mg/ml when actual drug concentration was .5mg/ml. This error in programming was done sonce 12/2005. The patient was to receive 1.9mg/day but had been receiving a dose of 1.055mg/day.